Manufacturer narrative:
G4:25mar2021. B4:03apr2021. This event was reported to have occurred during clinical use. No patient or user harm reported. There was no allegation of harm associated with this report. The information about the device was swapped for another unit cannot be validated. Multiple attempts were made to try and retrieve further information with no response from the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08apr2021. B4:12apr2021. The hospital's biomed reported that the data acquisition (da) board and solenoid valve were ordered to troubleshoot the device. The biomed indicated that the parts were replaced; however, the unit has not been tested due to a lack of test equipment. Multiple good faith efforts were performed in an attempt to verify if the unit was tested and operational status with no response from the reporter and therefore cannot be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17mar2021. B4:18mar2021. The customer confirmed the reported failure. The remote service engineer (rse) verified part identification with the customer for solenoids 3 & 4 and discussed replacement per the service manual. Numerous attempts were made to obtain repair information but have been unsuccessful. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
The customer reported a ventilator with a proximal pressure check vent alarm. This event was reported to have occurred during clinical use. The device was swapped for another without further incident. There was no allegation of harm associated with this report.